Manufacturer narrative:
B1 adverse event and product problem ¿ corrected ¿ no adverse event b2 outcomes attributed to ae - corrected ¿ no ¿required intervention to prevent permanent impairment/damage (devices)¿ h1 type of reportable event - no serious injury f10 / h6 health impact code grid ¿ updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject device was not returned. Per the event description the subject main coil failed to detach using two different detachment devices and then detached unexpectedly during removal. It is likely that the coil partially detached using the first detachment device and then fully separated due to a physical break at the detachment zone. However, as the subject device has not been returned, this cannot be confirmed. There were no anomalies noted to the device prior to use and it was prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the subject device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during a ruptured aneurysm procedure, the subject coil could not be detached. The physician replaced the power supply however, the subject coil still could not be detached. Physician tried to pull the delivery wire to retrieve the subject coil and the subject coil got prematurely detached within the proximal end of the microcatheter. The physician pushed the prematurely detached subject coil into the aneurysm using the coil delivery wire. The coil delivery wire was then removed. Since, it was a small aneurysm, embolization was successfully completed with only one coil. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a ruptured aneurysm procedure, the subject coil could not be detached. The physician replaced the power supply however, the subject coil still could not be detached. Physician tried to pull the delivery wire to retrieve the subject coil and the subject coil got prematurely detached within the proximal end of the microcatheter. The physician pushed the prematurely detached subject coil into the aneurysm using the coil delivery wire. The coil delivery wire was then removed. Since, it was a small aneurysm, embolization was successfully completed with only one coil. No clinical consequences were reported to the patient due to this event.